Event description:
A pt underwent evar on (B)(6) 2012. The valve on both devices (1820334-2012-00565 and then 1820334-2012-00566) disintegrated after the dilator was withdrawn from sheath, meaning there was nothing to stop the blood from flowing out of he pts body. The physician used the dilator to fill the hole that was once the valve for both devices which stemmed flow, but significant blood was still lost. Pt needed a blood transfusion but has recovered completely.

Manufacturer narrative:
(B)(6). (B)(4). Event eval: still under investigation.